Event description:
While using a byte night aligners, patient reported that their top front tooth chipped and they are planning on having it repaired. Patient would like top retainers remolded after getting chip repaired. Requested information, sending next steps with dental work and provided further information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.